Event description:
It was reported that a patient underwent a continuous epidural anesthesia l2-3 performed vaginal total hysterectomy+anterior and posterior vaginal wall repair+paravaginal repair surgery on (B)(6)2024 and suture was used. During the surgery, the suture broke when the left uterosacral ligament and cardinal ligament were clamped and the posterior suture was cut. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/10/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - could you please provide the volume of blood loss? - what is the weight of the patient? - how was the bleeding was treated? Additional information was requested, the following was obtained: * were there any patient consequences? --bleeding volume increased. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2025. The following information was requested, but unavailable: could you please provide the volume of blood loss? What is the weight of the patient? How was the bleeding was treated? Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.